Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven event. Boston scientific technical services (ts) was consulted and referred the patient to their clinic for further evaluation. No additional adverse patient effects were reported. The patient is now on medication to try to control her fast heart rates. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven event. Boston scientific technical services (ts) was consulted and referred the patient to their clinic for further evaluation. No additional adverse patient effects were reported. The patient is now on medication to try to control her fast heart rates. At this time, this device remains in service. Additional information was received that this device delivered one electric shock and eight bursts of anti-tachycardia pacing (atp) due to an atrial-driven event. Ts recommended reprogramming options in the current therapy zones to avoid it in the future. No additional adverse patient effects were reported. At this time, this device remains in service.